Event description:
It was reported that the right ventricular (rv) lead was dislodged during an in clinic follow-up. A lead repositioning procedure was attempted, however, the helix was unable to extend. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to extend the lead helix was confirmed. A visual examination of the lead revealed the helix was retracted and clogged with blood and tissue. An x-ray examination of the lead revealed the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to successfully extend and retract. The measured full helix extension length was within required performance specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood and tissue.